Event description:
It was reported that a pump alarm occurred during pumping and did not result in an adverse impact on the customer's blood glucose level. The customer was unable to resume insulin therapy as the cartridge alarm recurred, despite assistance with reloading. Technical support arranged for a replacement pump, confirmed the shipping address, and instructed the customer on returning the malfunctioning pump. The customer agreed to use multiple daily injections as a backup therapy and was advised on putting the pump into storage mode before returning it.